Event description:
It was reported that pump housing was cracked near charging port, which could have caused charging problems, and that touchscreen and on/off button responded only after multiple presses. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was out of warranty, and was already in process of obtaining new device, and no additional information was received regarding outcome of event.